Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle was protruding through hub prior to use with a bd eclipse¿ needle. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that the needle was found protruding through the hub.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/3/2020 h.6. Investigation: five physical samples were received by our quality team for evaluation. One of the five samples was observed with a needle piercing through the shield, verifying this incident. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. During the assembly process, the shield may have been slanted when placed over the cannula causing the cannula to pierce through the shield. The shield pickup mechanism has been changed from a suction mechanism to grippers to better align the shield when placed over the cannula.

Event description:
It was reported that needle was protruding through hub prior to use with a bd eclipse¿ needle. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the needle was found protruding through the hub.